Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation revealed the received long nail kit r2.0, ti, left gamma3 ø11x280mm x 125° and the locking screw, fully threaded t2 tibia ø5x40 mm to be the primary products. The other implants reported were considered as concomitant products as they did not contribute to the event reported. Deficiency in material or manufacturing of the affected nail and locking screw returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail and locking screw. The affected items were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a male patient (B)(6) was treated with a gamma3 long nail due to a per- to subtrochanteric fracture on (B)(6) 2014. After approximately 2 months the nail and the locking screw broke. Nail: the received nail is completely broken in the webs of the proximal drill hole for the lag screw. According to the damage and the evidences of the breakage surfaces the nail broke initially in a fatigue manner. Most likely due to axial and torsional overload the nail broke after an implantation period of 2 months. The appearance of the breakage surfaces (oblique breakage surfaces - falling away sharply towards medial) and of the breakage lines (running u- and s-shaped) identified that significant torsional load application must had been applied on the implants post-operatively. On the inner side of the anterior web drill marks were found, caused by the lag screw step drill. Due to the significant worn and deformed edge at lateral it could no longer be determined whether this area had been damaged intra-operatively by the contact with the step drill. The features of the breakage surfaces further indicated that the breakage started at the lateral edge of the anterior web. In the following the fracture was running through the cross sections, then progressed by increasing torsional and tensional load application through the anterior web from lateral to medial and finally ended in a residual fracture at medial. The breakage of the posterior web followed most likely with delay in a much quicker way with increased torsional and tensional load. Significant material deformation of the inferior edge of the proximal drill hole at medial indicated high axial load - transmitted by the lag screw. The appearance suggested that recommended partial load bearing must had been exceeded. Worn and deformed material in oblique opposite position was caused by torsional load application on the lag screw. Torsional overload was supported by the evidences mentioned under ¿additional findings¿. For this kind of implant torsion usually creates angulated (s- and u-formed) breakage progression. Tension usually creates sloped breakage surfaces. Screw: the locking screw received was completely broken 18 mm from the tip. According to the damage and the evidences of the breakage surface, the screw broke in a fatigue fracture due to axial overload after an implantation period of approximately 2 months. The thread tips were considerably flattened locally, which indicated high axial load. Corresponding traces were found in the corresponding distal hole of the nail. X-rays revealed that the proximal of the distal screw holes (circular one) was locked statically, but the oblong hole initially was locked in the dynamic mode (¿secondary dynamization¿). Thus, in this case the (broken) proximal of distal screws had to bear the entire load. The available information and the x-rays were forwarded to a hcp for review. His comments (in excerpts): ¿based on the presented data, the breakages of the gamma-nail and one of the distal locking screws were caused by early overloading in a completely unstable fracture constellation and a significant intraoperative damaging and weakening of the nail caused by a deviated lag screw step drill¿. The affected implants are designed to withstand permanent normal loads during the implantation period, i.e., the implants must neither be exposed to peak loads nor to continuous stresses. General aspects: the broken nail (and screw) is a temporary implant which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. Referring to above appearances of the breakage surfaces it could not be excluded that sudden stumbling or even a fall had contributed to the final separation of the nail. Based on the above the nail and screw breakage were not linked to a deficiency of the devices but were rather related to overloading by the patient. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. No non-conformity was identified.

Event description:
It is reported by the surgeon, the g3 nail is broken. According to new information received on 10/21/2014 one of the distal locking screw (cat # 18965040s, lot code 0ec1cc) is also broken. Implantation was on (B)(6) 2014. Revision surgery was on (B)(6) 2014.

Event description:
It is reported by the surgeon, the g3 nail is broken. According to new information received on (B)(6) 2014 one of the distal locking screw (cat # 18965040s, lot code 0ec1cc) is also broken. Implantation was on (B)(6) 2014. Revision surgery was on (B)(6) 2014.